Event description:
Rptr's wife had a pacemaker implanted in another country and suffered from sob, weakness, and swollen extremities. Four days post-op pt was re-admitted with a pneumothorax and pulmonary embolism. A thoracentesis was done and a vena cava filter was implanted. Pt's condition continued to be poor until two months later when she came to this country to have the first pacemaker replaced. The original leads were capped and left in. The pt is now doing well. The rptr's main concern is that the original pacemaker was, in his opinion, faulty and of substandard quality. Because the device was labeled "for export only" rptr feels that the MFR is exporting inadequately tested and regulated products and putting pts at risk. Rptr has also "checked FDA complaints" and states that his complaint to the MFR has not been reported by the co. The pt's current condition with the new pacemaker is good.